Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was indicated that polyethylene fracture of 962043, 4x15 rp cr insert secondary to instability replaced with a 4x17.5 rp cr tibial insert. Update 8-1-2017: medical records have been reviewed. Operative note (B)(6) 2009 indicates the patient received a right total knee replacement due to degenerative joint disease of the right knee. The procedure was completed without any complication noted by the surgeon.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.